Event description:
Voluntary medwatch form received from the customer which states "pt sustained a pneumothorax after bending of the needle while inserting a subclavian central line catheter." The customer medwatch form indicated "hospitalization-initial or prolonged" and "required intervention to prevent permanent impairment/damage." The report source was contacted for add'l info. Upon query, it was unknown what intervention was done for the pt, if the pt became symptomatic of the pneumothorax and if another catheter was placed successfully. The pt has reported to be recovered. Add'l pt info was requested, but no further info was available.